Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 63 mg/dl despite a blood glucose of 193 mg/dl. The customer mentioned that with her past three sensors she has experienced wild variations between the sensor glucose and the blood glucose. The customer cited another threshold suspend event in which her blood glucose was 144 mg/dl, which then increased to 359 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The patient's sensor glucose was 147 mg/dl and her blood glucose was 157 mg/dl. The customer confirmed that the previous sensors were not bent, and that she rotates her insertion sites. No products were returned and two replacement sensors were shipped to the customer.